Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: procedural myocardial infarction (mi) resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via trial that the pt was submitted to coronary angioplasty and received a xience v implant. The pt presented myocardial infarction (mi) after the procedure. After cardiac enzymes level normalization, the pt was discharged. It was noted that the product was used according to the instructions for use (IFU). No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering determined that mi is a known adverse event associated with coronary stenting, as noted in the xience v IFU and the risk assessment. This known pt effect is not necessarily an indication of a product deficiency. There does not appear to be any indications of a stent delivery system quality problem, as there was no reported product malfunction during the procedure. A cause for the reported pt effect and the relationship to the product, if any, cannot be determined.